Manufacturer narrative:
The insulin pump was received with corroded electronic assemblies. No moisture damage noted at motor assemblies per our visual inspection. All buttons are responding properly, the keypad connector and keypad traces were inspected and no were anomalies noted. The insulin pump has minor scratches on the lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the insulin pump possibly from visiting the beach. The customer received a button error alarm form the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.